Event description:
The facility representative reported an infuso.r. Pump with a condition of constantly alarming. It is unknown when the event occurred; however, it was identified in the "or" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "constantly alarming" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be the reed switch out of position. The reed switch was adjusted in order to fix the reported condition.